Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank, gib, and regulator pcbs. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the workstation will not boot. No pt injury was reported.